Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. Replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).